Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# unknown serial# implanted: explanted: (B)(6) 2020 product type lead product ID 3095-10 lot# serial# (B)(6) implanted: explanted: (B)(6) 2020 product type extension product ID 3023 lot# serial# (B)(6) implanted: explanted: (B)(6) product type implantable neurostimulator product ID neu_wrench_acc lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that it was not possible to connect the old lead to the new ins. The setscrew was backed out a bit, rotated the lead and the ins. It was still not possible to process the lead further. The first connector ring (electrode 0) was pushed against the resistance. The lead and ins were replaced. There was not identified issue with the extension but since it was brought out of the sterile field it was removed and replaced. The issue was not resolved the time of this report.

Manufacturer narrative:
H3: product analysis # (B)(4): analysis information -- 2021-04-02 11:36:29 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis information -- 2021-04-02 11:27:33 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all of the connectors were crushed at the proximal end of the lead. Analysis information -- 2021-03-29 09:54:36 cst pli# 30 product ID# 3095-10 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified foreign material present in the setscrew(s). Analysis information -- 2021-03-29 09:47:32 cst pli# 40 product ID# 3023 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information -- 2021-04-02 11:37:39 cst pli# 50. Product ID# neu_wrench_acc below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 3889-28, unknown, explanted: (B)(6) 2020, product type lead. Product ID 3095-10, explanted: (B)(6) 2020 product type extension. Product ID 3023, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID neu_wrench_acc, lot# unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.